Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: due to clogging of nozzle, water removal ability does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, bending section cover rubber has a scratch, adhesive on bending section cover rubber has white-clouded area, adhesive on bending section cover rubber has a chip and a crack, adhesive around objective lens is peeled, adhesives around objective lens has white-clouded area, adhesive around light guide lens is peeled and has a white-clouded area, connecting tube has a scratch, a wrinkle and coating is peeling, plastic distal end cover has a dent, indication on scope connector is peeled, protector of universal cord on control section side has a scratch, protector of universal cord on scope connector side has a scratch, universal cord has a wrinkle, switch 4 has wear and a scratch, paint on suction cylinder is peeled, paint on air/water cylinder is peeled, and damage or deformation due to physical stress (caused by handling) was found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the re evis lucera gastrointestinal videoscope had a poor water supply. The issue was observed during an unknown diagnostic procedure. The device was inspected prior to use. No patient harm was reported with this event. During the device evaluation, it was found that there was foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not deformed and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] inspection of the water feeding function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.